Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 233 mg/dl and 45 mg/dl. Customer was feeling hypoglycemic symptoms with the readings and drank some juice and ate a turkey sandwich on her own. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Same patient as MFR report #: 2134265-2010-04922. It was further reported that during the index procedure one taxus express2 stent was placed in the mid right coronary artery and one taxus express2 stent was placed in the proximal left anterior descending artery.